Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there was difficulty inflating and deflating the inflation device. The 29 mm commander delivery system balloon deflated more slowly than normal. A syringe was used to pull out the remaining volume. The valve was fully deployed. There was no patient injury. Additional information was provided indicating that there was difficulty when pushing the balloon up and also to deflate the balloon. It was noted that the balloon did not completely deflate even though the inflation device was fully pulled negative. Imagery was provided for evaluation. A review of the imagery did not provide observable difficulty during inflation, but deflation does not appear smooth and was slower than inflation. Residual fluid appears to be in the balloon.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed curvature on the crimp balloon and guidewire lumen. This was likely due to the returned packaging. Functional testing was performed. The balloon deployment and inflation/deflation time were evaluated. The total inflation/deflation time was 10.75 seconds. The recorded measurement shows that the device met the specification. The balloon was able to be inflated without difficulty and the balloon deployed symmetrically. No abnormalities were observed with either inflation or deflation. There was procedural imagery provided for evaluation. There was no observable difficulty during inflation. The deflation does not appear smooth and was slower than inflation, with residual fluid still appearing to be in the balloon. The overall inflation/deflation time observed was approximately 12 seconds, which is within the acceptable range. Imagery of the patient's anatomy was also provided for evaluation. There was mild ovality of the annulus and left ventricular outflow tract (lvot). The ovality index of the annulus was 0.2 and the ovality index of the lvot was 0.2. The aortic root angle was 39 degrees. There was calcification in the annulus and aorta. There was tortuosity in the access vessels. Additionally, there was calcification and undersized vessel on the left side. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inflation difficulty was unable to be confirmed as evaluation of the returned device showed that the device conforms to specification. However, the balloon deflation difficulty was able to be confirmed based on review of the provided imagery. A review of the device history records (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "there was difficulty inflating and deflating the atrion inflation device. The 29 mm commander delivery system balloon deflated more slowly than normal." Additionally, it was reported, "that there was difficulty when pushing the balloon up and also to deflate the balloon. It was noted that the balloon did not completely deflate even though the atrion device was fully pulled negative." Per review of the procedural imagery, there was no observable difficulty during inflation. Deflation did not appear smooth and appeared slower and staggered compared to inflation, with residual fluid appearing to remain in the balloon. The overall inflation/deflation time observed was approximately 12 seconds, which is within the acceptable range. Per evaluation of the returned device, functional testing showed that the device conformed to specification, with a total inflation and deflation time of 10.75 seconds, and with no difficulty or abnormalities observed. In this case, no issues were reported during device preparation (de-airing) and evaluation of the returned device showed that the device functioned normally. This suggests that the issues may be related to patient factors. Although it was reported that the "patient's anatomy was not tortuous", a review of the provided imagery of the patient's anatomy revealed some tortuosity. Additionally, mild ovality of the annulus and lvot and calcification in the annulus were observed. The patient screening manual instructs the user on proper assessment of the native aortic valve anatomy (e.g., valve type, annulus size, calcium distribution, etc.) And determining patient suitability for the transcatheter aortic valve replacement (tavr) procedure. An oval annulus and lvot can create uneven resistance and potentially lead to inflation/deflation difficulty. Patient anatomical factors, such as tortuosity and calcification can also contribute to constraint of the delivery system balloon during deployment and may contribute to difficulty inflating and deflating the balloon. Navigating through the tortuous anatomy may result in temporary kinking or twisting of the delivery system, which can impede the fluid pathway and lead to inflation and/or deflation difficulties. While a definitive root cause is unable to be determined at this time, the available information suggests that patient factors (oval annulus and lvot, calcification, and tortuosity) may have contributed to the reported inflation and deflation difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.